Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise in secondary vector. The patient was brought into clinic and noise could not be recreated; however, the system was reprogrammed to primary just in case. The patient will continue to be monitored. It was reported that the patient received additional shocks. A procedure was done, and the doctor explanted and replaced the electrode. This pulse generator remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise in secondary vector. The patient was brought into clinic and noise could not be recreated; however, the system was reprogrammed to primary just in case. The patient will continue to be monitored. It was reported that the patient received additional shocks. A procedure was done, and the doctor explanted and replaced the electrode. This pulse generator remains in service. There were no additional adverse patient effects.